Manufacturer narrative:
Evaluation codes method and result. Device evaluation summary: the power supply, breath delivery (bd) xena ii printed circuit board (pcb) and analog interface (ai) pcb were returned for failure I investigation. All components were visually inspected and functionally tested with no errors or alarms. The reported event could not be duplicated. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: a service engineer (se) inspected the device and replaced the breath delivery (bd) printed circuit board (pcb), analog interface (ai) pcb, and the power supply. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator generated an error code which rendered the unit inoperable. The patient was transferred to an alternate ventilator and there was no harm to the patient as a result of the event.